Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient receiving intrathecal hydromorphone, fentanyl, clonidine and baclofen (unknown concentration and dose) via an implantable pump for spinal pain. It was reported that the patient stated they were having a problem with their pump and it was not dispersing the way it should be. The patient was wondering if there was a way to determine how much medication was still in the pump. The agent stated that there was not a way for the patient to find out on their personal therapy manager (ptm). The patient stated that they went for a refill for the pump about 6 weeks ago and they said there was only about a third of the medication that was supposed to be in the pump. The patient mentioned that they had 2 magnetic resonance imaging (MRI) yesterday to see if there was a mass where the medication would come through. The patient also mentioned they had been in terrible pain. The agent asked the patient if their pump was alarming and the patient stated that it wasn't. The patient was redirected to their healthcare provider to further address the issue. The patient provided the name and clinic of her managing physician.

Event description:
Additional information was recieved from the patient confirmed their surgery 'last monday' was for the pump to see what was going on with it because they could not see anything on MRI's and it was determined that the catheter was 'twisted' then verified they were told 'kinked,' which was repaired.

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2015. Product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a company representative (rep) stated that the patient's catheter was completely replaced on (B)(6) 2023. On (B)(6) 2024, the patient went for a refill and the managing office noticed that the patients pump pocket was infected. She was admitted into a hospital that day and scheduled for a pocket revision on (B)(6) 2024. The surgeon washed out the pocket but determined the patient could be treated with antibiotic to combat the infection, so the devices were left implanted. During the procedure the surgeon aspirated 1cc of fluid through the catheter access port (cap) but, the catheter was not primed. The patient was kept in hospital to be watched. She was being monitored in the intensive care unit (ICU) as of (B)(6) 2024 but, according to the math calculations should have started receiving intrathecal medication starting the afternoon of (B)(6) 2024. The patient was stable.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a consumer (con) via a company representative (rep) stated that they had done a catheter revision and later the pocket got infected so now they want to remove the pump and were weaning the patient off the medication.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2015, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 03-jun-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal fentanyl (unknown concentration and dose) via an implantable pump for unknown indications for use. It was reported that the hcp stated that he recently did a refill on a patient and expected to get 2 ml of medication in the reservoir but pulled out 13 ml. The patient was also experiencing shakiness and flu-like symptoms. Diagnostics/interventions performed included no motor stalls seen in the logs or alarms heard. There was no catheter access port (cap) study scheduled as of now. Actions/interventions taken included the patient being put on oral medications to curb any withdrawal-type symptoms. The patient was also on a cocktail of drugs at a high concentration and the hcp was concerned about a granuloma so she had been scheduled for magnetic resonance imaging (MRI) on (B)(6) 2023. The patient would most likely be scheduled for a catheter revision pending the imaging results. It was reported that it was unknown if a surgical intervention occurred. The issue was not resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history was unknown at the time of the report.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that no granuloma was seen by the hcp. The catheter aspiration during surgery was not successful so the surgeon believed there was a kink somewhere in the catheter. The location was unknown. The patient was given an entirely new catheter and was receiving better relief. It was also reported that the catheter was disposed of by the hospital.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient was scheduled for an MRI, but the patient had not had it yet. The physician suspects a granuloma, but he was waiting the results of the MRI. If no granuloma was seen he would schedule her for a catheter revision. It was noted no action taken yet and action was pending MRI results. The issue was ongoing.

Manufacturer narrative:
Patient code: e2317 is also applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.